Manufacturer narrative:
It was reported that the injection with the pen needle (article 700000176, batch 211168-01) was painful. The needle was examined by customer and no abnormality was found. No medical intervention was required. The customer didn't return any needles for investigation. The investigation started with a review for any internal deviations during production, which showed no abnormalities or deviations from the validated manufacturing process. Penetration force testing was performed with 5 samples retained from the same batch number. None of the needles tested from the same batch reached beyond the maximum penetration force of 1.0n (max 0.7 per gb15811-2016).

Event description:
Patient felt pain during injection. Needle was placed on the pen injector normally without issues prior to injection and there were no abnormality found on the needle when examined after injection.